Manufacturer narrative:
The received device had the cannula assembly deployed and the needle not fully retracted. Inspection of the fluid path found that the soft cannula was bent and had a tear in the exposed portion, allowing for fluid to leak out of the fluid path. It cannot be determined when or how these damages occurred. The formed needle of the received device was visible in the exposed portion of the soft cannula, but retracted after opening the device. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to retract as intended. The adhesive pad was received attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. No other damages or defects were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the patient changed out the pod for a new pod and gave a manual injection. The pod was discarded.